Manufacturer narrative:
Investigation conclusion:a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: phone.

Event description:
An employee tested herself and received conflicting results. The initial result was sars positive and a second collection was done that resulted sars negative. No confirmation testing was performed and it is unknown if the patient was symptomatic or asymptomatic. Deviations in proper test procedure were noted during troubleshooting. Several attempts were made to contact the customer for additional information and the customer was unresponsive.